Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-lead fixation upn:m365sc43180, model:sc-4318, serial: na, batch:23926534, UDI: (B)(4).

Event description:
It was reported that following a back surgery, the patient developed a sepsis infection which spread on the implant components. The patient went to the emergency room (ER) and underwent an explant procedure where all device components were removed. It was unknown if the infection was device related. The patient was discharged from the hospital and was sent to a rehabilitation facility where the patient received an ongoing care to monitor the infection. An intravenous antibiotic was administered and bloodwork performed. The patient was discharged from rehabilitation facility and was trying to regain strength. No further information could be obtained despite good faith efforts.